Event description:
It was reported per the sales rep that the light is displaying an e1 error. It was further reported that the case never started because of the light source at the animal hospital.

Manufacturer narrative:
Additional information will be provided once investigation is completed.